Manufacturer narrative:
Device evaluation by manufacturer: on (B)(6) 2017, a field service engineer (fse) found spilt serum in sample loader, causing positive positioning roller and x2 belt to stick. The fse removed the x2 assembly, cleaned all signs of spillage and lubricated all moving parts. The fse also cleaned and lubricated the positive positioning roller. The fse then verified proper rack movement and inspected the sample nozzle assembly, which passed. The fse ran daily maintenance and quality controls without any errors. The aia-900 instrument was functioning without any issues. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action. If an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. The 2302 s.rack not moved completely cause: the rack feed sensor s072 failed to go off when step (x1) feed took place. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s072, the step feed position, and the step feed mechanism. The most probable cause of the reported event was due to spilt serum affecting the sample loader movement. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified.

Event description:
On (B)(6) 2017, a customer reported getting 2302] s.rack not moved completely error message, aborting the run on the aia-900 instrument. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.